Manufacturer narrative:
The customer reported that the assy fr case w/ needs to be replaced was confirmed. Inspection: external and internal inspection was performed on (p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no irregularities observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. No logs were provided. Powering the keypad into maintenance mode caused a 110.6021 error code (keyboard failure). The ac indicator light did illuminate on the returned keypad as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 06/29/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/27/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the front case with keypad assembly was provided for investigation.

Event description:
It was reported the assy fr case w/ is being replaced. (Pcu). There was no patient involvement.